Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connection to the printed circuit board was reseated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not boot up. No patient injury was reported.